Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional information confirmed the implant had fracture. This event was previously submitted under an unknown lz fracture screw MFR 0002023141-2020-00499. Investigation results confirmed the implant fracture, see below investigation details. One impl tapered scr-v ha 4.7 mm 4.5mm 13mm (tsvwh13) were returned for investigation. Visual evaluation of the returned products identified a fractured screw in the implant drive feature. Additionally, there was a fractured collar on the implant, dried bone and damaged threads around the implant from trephine removal. Functional testing to recreate the reported event or observed failure could not be performed due to the nature of the devices & failures. No pre-existing conditions were noted on the per. The patient had unknown bone density. The site was grafted with allograft during implant removal. The reported devices were located on tooth # 19. The screw was used for an unknown duration, while the implant was used for 11 years 3 months. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like the presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (60699683). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event or observed failure, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60699683) for similar events/failures and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture), observed failure (implant fracture) or devices (unknown zimmer screw & tsvwh13). Therefore, based on the available information, device malfunction did occur for both devices and the reported event was confirmed. Patient weight: not provided. Initial reporter fax number: not provided. : additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an zimmer screw fractured within an implant (tsvh13). Implant had also fractured and therefore, it was trephined out. Site was bone grafted. Tooth location 19.